Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the corrosion found on the device at the distal end had no electrical continuity. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited no electrical continuity due to corrosion on distal end. There was no patient involvement.